Event description:
It was reported this was an arteriotomy closure of mildly calcified bilateral common femoral arteries using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss occurred with a total of six (6) proglide devices. Two proglides that had cuff misses were attempted in the rcfa and four proglides that had cuff misses were attempted in the lcfa. The sutures of two new proglide were successfully pre-placed in both the rcfa and lcfa. The sheath was upsized to a 16f sheath in the rcfa and a 12f sheath in the lcfa and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The five additional proglide devices are filed under separate medwatch report numbers.